Event description:
: It was reported that the customer was hospitalized with a high blood glucose level. Additional information was not provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.